Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The xtw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. It was noted that the clip got caught in the chordae. The clip was able to be freed from the chordae without causing damage. While positioning, the advancement of the dc handle was difficult. Therefore, the clip was removed and replaced. An xt clip was inserted, but after grasping and closing the clip, a tear on the anterior leaflet was observed. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.